Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 440cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient reported dissatisfaction with the position of the implant and how it sits on the chest in addition to breast pain during a follow-up with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. As the affected side was not provided, the serial numbers for both products are being provided as left implant - serial number: (B)(6) and right implant - serial number: (B)(6). The catalog and lot numbers are the same for both devices.

Manufacturer narrative:
On january 24, 2025, mentor was notified that the explantation date occurred on (B)(6) 2024. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 05, 2024, mentor received the following additional information: the patient was diagnosed with stage ii invasive ductal carcinoma with her2 positive breast cancer. As a result, the patient underwent bilateral mastectomy, breast implant removal, and replacement with tissue expanders. No date of explantation was provided or any further information. As an event for the contralateral side was indicated, another file was generated to document the event. This file was updated to report the left-sided complaint device. As such, the serial number was updated. Serial: (B)(6). Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).